Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user experienced a hypoglycemic event with a blood glucose (bg) level of 53 mg/dl while using the ilet with fiasp prefilled cartridges. The user disconnected from the ilet overnight out of fear of further lows. The following day, the user contacted beta bionics reporting continued concern that he was receiving too much insulin since switching to fiasp from humalog. The user treated the hypoglycemia with juice and carbohydrates, and bg returned to 128 mg/dl later that day. The user plans to discuss switching insulin formulations with his healthcare provider. No medical intervention or assistance was required.